Event description:
Primary stability not achieved, implant wasn't completely covered with bone, no thread tap used. Overdimensioning of the implant bed, because profile drills were also used. Implant rotated, possibly because too much pressure was created during mechanical insertion and the thread in the bone was destroyed. Same patient as (B)(6).